Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is a veterinary product. Device is similar to a device marketed for human use. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the screw insertion, the surgeon attached the drill bit for colibri. He drilled the screw hole by using the drill bit and the corresponding drill guide, but the drill bit broke. The veterinarian said the drill bit was held exactly vertical on the bone, so it should not have been overloaded. The doctor reported similar types of breakage occurring in the same position. The doctor requested the analysis and the investigation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the drill bit were checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material certificates and the manufacturing papers showed no deviations regarding the material analysis strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The investigation shows that the two drill bits the tips are broken off. The exact cause which has led to this occurrence cannot be determined. The complaint condition is likely the result of a mechanical overload. No product fault could be detected. This is 1 of 2 reports for the same event.

Event description:
This is 1 of 2 reports for the same event, complaint #(B)(4).